Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was opened and it was found that the sheath tube outside the hemostatic clip could not complete the detachment. Additionally, the head of the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not complete the detachment.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not complete the detachment. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence clip returned deployed inside the over sheath. Microscopic examination was performed, and it was found that the clip has the first activation performed and clip has evidence of premature deployment. No other problems with the device were noted. The reported event of clip unable to release from the catheter and failure to open was not confirmed. Investigation found that the device was returned without the clip assembly attached and with the first activation performed inside a plastic bag. Evidence that the clip was able to be released. It is also important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was opened and it was found that the sheath tube outside the hemostatic clip could not complete the detachment. Additionally, the head of the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.